Manufacturer narrative:
The reported complaint of 'empty saline bag due to possible catheter leak' was confirmed during functional test. A pinhole leak was observed at the 2nd loop of serpentine balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned solex 7 catheter was performed, the catheter shaft was found to be kinked at proximal end of the serpentine balloon, no other physical damage to the catheter was observed. The serpentine balloon exhibited blood residue. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at 2nd loop of serpentine balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaint reported for solex 7 catheter with lot number 87369.

Event description:
It was reported that on the 3rd day of thermogard ivtm treatment, the saline bag was found to be empty, there was no fluid noted outside the patient nor around the ivtm console. Customer was using a solex 7 heparin cather, which would be returned for evaluation. Catheter insertion was smooth, there was no leak observed. The customer replaced the catheter to continue with the ivtm treatment. Customer also indicated that there was not patient injury nor adverse event.